Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that during a posterior spinal fusion l4-5 with transforaminal lumbar interbody fusion (tlif) l4-5. The cage was in serted into the disc space at l4-5 and as it was malleted into place the cage broke. The piece of the cage that broke was removed and the rest of the cage was implanted. No patient complications were reported.